Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
After administering im injection on pediatric patient, I attempted to cover the needle with the safety guard by applying light pressure from the carseat to the back of the device as done on numerous prior injections. The safety broke off the needle and fell to the ground.

Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.